Event description:
It was reported that during a transurethral prostate enucleation procedure, irradiation failed after a popping sound was heard. The laser fiber and blast shield were replaced, but the second fiber also didnt work. The device showed no errors. Later, a defect was found in the condenser lens, though it wasnt clear if the damage came from the fiber or console. The procedure was not completed, and the patient was under total anesthesia at the time the procedure was canceled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia. This report is for device 2 of 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a transurethral prostate enucleation procedure, irradiation failed after a popping sound was heard. The laser fiber and blast shield were replaced, but the second fiber also didnt work. The device showed no errors. Later, a defect was found in the condenser lens, though it wasnt clear if the damage came from the fiber or console. The procedure was not completed, and the patient was under total anesthesia at the time the procedure was canceled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia. This report is for device 2 of 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a transurethral prostate enucleation procedure, irradiation failed after a popping sound was heard. The laser fiber and debris shield were replaced, but the second fiber also didn't work. The device showed no errors. Later, a defect was found in the condenser lens, though it wasn't clear if the damage came from the fiber or console. The procedure was not completed, and the patient was under total anesthesia at the time the procedure was canceled. It was confirmed that the issue was primarily due to the console. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia. This report is for device 2 of 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The reported aborted/cancelled procedure with a patient under general anesthesia is a known risk associated with this device type/procedure. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during a transurethral prostate enucleation procedure, irradiation failed after a popping sound was heard. The laser fiber and debris shield were replaced, but the second fiber also didn't work. The device showed no errors. Later, a defect was found in the condenser lens, though it wasn't clear if the damage came from the fiber or console. The procedure was not completed, and the patient was under total anesthesia at the time the procedure was canceled. It was confirmed that the issue was primarily due to the console. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia. This report is for device 2 of 3.